Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg does not maintain a steady connection with external devices. Surgical intervention may occur to address the issue.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, the issue was resolved and therapy was restored.